Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an atypical flutter ablation procedure with a qdot catheter, the patient experienced heart block which required pacemaker implantation. The procedure was to treat an atypical flutter in the patient's right atrium. The physician ablated the sinus node. The areas of ablation for the first line included the tricuspid anulus to the inferior vena cava. The ablations for the second line went from the superior vena cava (svc) to the inferior vena cava (ivc). The pacing from the coronary sinus catheter was performed during ablation. The patient¿s underlying rhythm was checked after completion of the cti (cavotricuspid isthmus) line and was in sinus rhythm. After completing the ablation line from the svc to the ivc, pacing was stopped and it was discovered that the patient was no longer in sinus rhythm. The patient had a permanent pacemaker and started ventricular pacing. There were no "p-waves" present on the intracardiac signals. The right atrial area where the sinus node is located was remapped, and no signals were seen on the octaray catheter or ablation catheter. The patient was stable upon transfer to the recovery room. The physician planned to keep the patient in the hospital to implant an atrial lead and upgrade the patient's pacemaker. The physician¿s opinion on the cause of this adverse event was that the exact location of sinus node was not confirmed prior to ablation. The intervention provided was that the patient had single chamber ICD (implantable cardioverter-defibrillator) in place prior to the procedure and was stable following the procedure. The energy source used when the adverse event occurred was rf (radiofrequency). One transseptal puncture site was performed during the procedure. The number of performed ablations was 78 with rf energy delivered. No ablations were performed within the pulmonary veins, and three ablations were performed outside the pulmonary veins.